Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of high results for 1 patient sample tested for elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii) on a cobas 6000 e 601 module. The initial ft3 iii and ft4 ii results were reported outside of the laboratory where the physician complained that the results did not correspond to the patient's clinical picture. The sample was sent for testing by the abbott method along with repeat testing with an edta plasma sample on the customer's e601 module and repeat testing on another hospitals e601 module. Based on the data provided, discrepant results were identified for ft4 ii, ft3 iii, elecsys t3 (t3) and elecsys t4 assay (t4). (B)(4). Refer to the attached data for the patient results. There was no allegation that an adverse event occurred. The customer's e601 serial number was (B)(4). The e601 serial number used at the external laboratory was not provided.

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This caused the high ft4 ii, ft3 iii, t3 and t4 results. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."